Event description:
It was reported that a homechoice device experienced an unspecified failure. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The reported event was unknown; however, a system error (se) 2046 was identified during a review of the event history log. A sample evaluation was performed; functional testing, simulated-use testing and a visual inspection verified the se 2046. The cause of the condition was determined to be the membrane gasket. To correct the condition, the membrane gasket was replaced. Should additional relevant information become available, a supplemental report will be submitted.